Event description:
Livanova deutschland received a report that heater cooler 3t system cooling function was not working properly. The issue occurred during procedure. There's no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11 livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in the united states of america. A livanova field service technician was dispatched onsite. The stirring motor was replaced. The unit passed all calibration, functional, and electrical safety checks and returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.11: through follow-up communications, livanova learned that reported cooling issue was related to cardioplegia pump only. Furthermore, the replacement of the stirrer motor was due to a noisy component only, with no malfunction identified. Based on the additional information received, present case was re-assessed as a not reportable event, since no reportable malfunction occurred (i.e. The event could not result in patient injury or death if it recurs).

Event description:
See initial report.